Event description:
This device caused a needlestick because of tubing malfunction. When the nurse was retracting the needle, through the enclosed tubing, the needle pierced the tubing and stuck the nurse's finger.